Event description:
A customer reported to baxter corporate product surveillance an unknown amount of occurrences in which a clearlink duo-vent continu-flo set in which a leak was observed. According to the report, the sets leaked at the bonded junction of the tubing and the distal luer. The sets were connected to carefusion alaris ((B)(4)) extension sets. The events occurred during infusion. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Three samples were returned for evaluation. Visual inspection showed that the two piece male luer lock assembly was intact on all three samples. All three samples were then spiked into an in-house 1000 ml solution bag containing reverse osmosis water and re-primed. This showed that all three samples primed and flowed normally with no leaks noted. All solvent bonds on each sample were then pull tested with no failures noted. All three male luers were then iso gauged. All three male luers failed the iso gauge requirements. Insufficiently sized male luers are a known cause of leaks. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.